Event description:
The doctor separated the file mid-root. After reviewing the doctor's technique, the doctor reported that the motor isn't beeping or reversing out of the canal. The doctor reportedly stressed the torque to make it beep and the motor didn't make a sound. The file was not retrieved, but the doctor filled around the file and will follow-up on the pt.